Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire station had failed, with all cubie drawers and doors not being detected on the bus, and recovery had not been possible. The field service engineer (fse) had found that the station was powered on, but none of the drawers were functioning. After checking the firewall and ip address, everything appeared to be in order. Upon opening the lid, the fse had discovered that the communication sled had no lights on it. Following isolation and diagnosis, the fse had determined that the communication sled was faulty. The fse had resolved the issue by replacing the faulty communication sled and testing the system, confirming successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where all the cubie drawers and cubies were not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.